Manufacturer narrative:
The device was evaluated by the MFR. The decorative screw was in place and loose in handpiece. The device was repaired and returned to the customer.

Event description:
It was reported that during a procedure, a screw in the back of the drill came out. Another saw was retrieved to complete the procedure. There was a 10 min delay. There were no adverse consequences.